Event description:
Rn stated that when administering fluids using alaris system and a burette set up, that the content isn't emptying completely. For example, 100mls of volume running at 100mls/hr, the fluid in the burette after one hour leaves around 10-15mls (instead of being completed) and the nurse has to come back to ensure the remainder of the fluid has gone through. The nurse states, this is time consuming, results in unwanted nuisance alarms and can be high risk with critical drugs. (B)(6) has notified, (B)(4) who is clinical products for the department, and notified the num of ICU. This occurrence has happened on multiple occasions.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Follow up MDR for device evaluation. No samples were received for investigation of pr (B)(4), in which the customer has stated that, "when administering fluids using alaris system and a burette set up, that the content isn't emptying completely." This feedback is in reference to 82105eh products. The lot number was not available. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the legal manufacturer of the product, anhui tiankang medical products co. Ltd, for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 82105eh set over the past 12 months.

Event description:
No additional information.